Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump would not turn on and an unspecified malfunction occurred. There was no reported adverse impact. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.